Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to infection. No further patient complications reported in relation to this event.

Manufacturer narrative:
An analysis was performed. The results are as follows: the spectra cylinder was visually inspected and functionally tested. The cylinder had a hole in the outer tube that was the result of a sharp instrument that exposed inner segments. This cylinder was functional.